Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient requests for reimbursement/replacement of the device and also patient alleged having headache . There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient requests for reimbursement/replacement of the device and also patient alleged having headache. There was no report of serious or permanent harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no particles in air path. During the evaluation, one error code found. The third-party service centre concludes that unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.